Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting adequate pain relief. The ipg was replaced with an MRI compatible device. The explanted ipg was not returned to bsn as it was not released by the medical facility.